Event description:
Arterial bloodline ruptured at main blood pump line introducing air into arterial line and allowing blood present to leak out of blood port. Air in line prevented rinse back of pt's blood. Entire system was discarded and pt's treatment was restarted with dry pack.